Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be fractured. Additional information obtained from the field which indicated that the patient was never been shocked. Furthermore, the physician opted not to do anything about it and the device was turned off. The lead remains in service. No adverse patient effects reported.

Event description:
Additional information obtained from the field which indicated that this right ventricular (rv) lead was surgically abandoned. The field representatives were not contacted by the physician regarding any issues with this patient. The patient died which occurred more than six months after this issue was resolved. There was no evidence that the device had caused the patient's death.